Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error. The customer reported that the pump won't turn on anymore and that some characters on the pump's sticker have faded already. The customer reported a blood glucose value of 600 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-332a, mmt-397a, and mmt-1715kl. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the blank display, and the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. Troubleshooting was performed for the labeling issue, and the product labels were reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1715kl was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump was received with a serial number label missing. Pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 07/02/2025 18:45:00.000 and 07/02/2025 18:55:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. Corrosion was also found on the motor, vibrator and battery tube assembly noted. On the event date of 02-jul-2025, pump error 35 alarm was noted. On the event date of 02-jul-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 25.825 u and dailytotalofbolusinsulindelivered = 26.1 u which is equal to the dailytotalofallinsulindelivered = 51.925 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 02-jul-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 07/02/2025 18:50:33.000 to 07/02/2025 18:59:32.000. 07/02/2025 19:00:32.000. 07/02/2025 19:01:32.000. Failed battery alert/battery failed alarm was found on: 07/02/2025 18:50:33.000 to 07/02/2025 18:59:31.000. 07/02/2025 19:00:31.000. 07/02/2025 19:01:31.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.